Manufacturer narrative:
Age/date of birth, gender, patient weight, ethnicity/race: unknown / not provided. If explanted, give date: n/a (not applicable). The lens remains implanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) rotation occurred after implantation. The lens rotation was noticed during post-operative (op) exam. Through follow-up, it was learnt that the iol position was axis (ax) 121. Vision right eye (vod): 0.5 cyl (cylinder) -2.5d ax (axis) 170=0.8. The iol rotated to ax 87. On (B)(6) 2020, the iol reposition was done. Vod=0.9-1.0. Patient status is unknown. Patient information cannot be provided due to personal data privacy legislation/policy. No further information has been provided.